Manufacturer narrative:
Correction is being made to previously submitted supplemental report for g3 - date received by manufacturer, which was not late. The correct date was november 16, 2025.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device serial number (d4 - serial #) and to update the device manufacturing date. D4 - serial #(B)(6). H4 - device mfg date: 1/30/2020.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a noisy image is occurring due to damage to the plug unit. There was no patient involvement.